Event description:
Device report from synthes europe reports an event in austria as follows: the patient post operatively has a broken uss rod at s1. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review reports: manufacturing documents were reviewed and no complaint related issues were found.